Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient receiver displayed a "pie chart" for 7 hours. No additional patient or event information is available.